Manufacturer narrative:
Section b5: additional information received indicates that the reason for this revision was due to an infection. H3: the evaluation noted that revision reported was likely the result of wear of the tibial insert or joint instability, which was resolved by implanting a tibial insert 2mm thicker than the original implant. However, this cannot be confirmed because the device was not returned to exactech for evaluation. The most probable root cause associated with the reported event of "prosthesis wear" is an adverse event appears to have occurred but there is not yet enough information available to classify the device problem.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 7 years postop the initial rtka implant, the surgeon pulled the poly out and replaced it with a new one a 2mm thicker size. The (B)(6) y/o female patient was last known to be in stable condition following the event. The device will not be returned due to hospital threw away.